Event description:
Ous MDR - the patient suffered a syncopal episode on (B)(6) 2016, which lasted for about 1 minute, with sweating, dizziness and vomiting. The device was interrogated two days later. Rv impedance was 2700 ohms, and the trend showed unstable impedance from (B)(6), sometimes over 3000 ohms with thresholds of 4.0v@1.5ms. The pacemaker was explanted and returned for analysis. It was not reported if the lead was capped or not. No explant date was provided and no part of the lead was returned.

Manufacturer narrative:
As of today, the lead under complaint is not available for analysis, therefore the device itself could not be investigated. In conclusion, the lead was not returned for analysis. The pacemaker was received and proved to be fully functional. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.